Manufacturer narrative:
This supplemental medwatch is being submitted to notify that the original medwatch report is a test submission that was intended for the test environment. The issue reported on the test submission is not reflective of any adverse event or malfunction that medline has been made aware of to-date. The submission error was due to a technical issue that has since been resolved. Please disregard the original medwatch report.

Manufacturer narrative:
Rollator broke and the end-user fell. No injuries.

Event description:
Rollator broke and the end-user fell.